Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-09-03. It was reported that no further actions would be taken to resolve the patient's shocking and battery heating. It appeared there was a problem with the battery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the battery was dead. It shocked the patient and heated up. The patient had fallen a week and a half after the battery heating up. Impedances were normal. No additional information was provided. The issue was reported resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had been reprogrammed, and the cause of the heating, shocking and battery being dead is unknown. Additional information was reported that the patient stated her battery shocked her again and got very warm during a recharging session last night. The battery was off while the patient was charging. No further information was reported.